Event description:
Burned her back [thermal burn]. Case narrative: this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient has used thermacare heatwraps in the past with no problems. The patient reported that she has been using thermacare heat wraps for quite a while. On (B)(6) 2020 (reported as last tuesday), she had it on, kept it on all day and came home from work and took off and noted that it burned her back. There is a burn a mark that almost looks like a complete circle. The action taken with thermacare heatwrap and the outcome of the event was not reported. Company clinical evaluation comment: based on the information provided, the event "burned her back" is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. Comment: based on the information provided, the event "burned her back" is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out.

Event description:
Event verbatim [preferred term] burned her back [thermal burn]. Case narrative:this is a spontaneous report from a contactable consumer. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date, for an unspecified indication. Medical history and concomitant medications were not reported. The patient has used thermacare heatwraps in the past with no problems. The patient reported that she has been using thermacare heat wraps for quite a while. On (B)(6) 2020 (reported as last tuesday), she had it on, kept it on all day and came home from work and took off and noted that it burned her back. There is a burn a mark that almost looks like a complete circle. The action taken with thermacare heatwrap and the outcome of the event was not reported. According to product quality complaint group: summary of investigation: this investigation was conducted for an unknown lot number lower back/hip 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. The sample had not been received by the site. Severity of harm was s3. Follow-up (26feb2020): follow-up attempts completed. No further information is expected. Follow-up (28feb2020): new information received from a product quality complaint group included: investigation results., comment: based on the information provided, the event "burned her back" is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Summary of investigation: this investigation was conducted for an unknown lot number lower back/hip 8 hour product. Conclusion: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event/serious/unknown. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed as the lot number is unknown. The sample had not been received by the site.